Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke with the pt on april 14, 2010 and obtained the following info. The pt alleged that the product issue began approx two weeks prior to contacting lfs. The pt was unable to recall the exact readings he was obtaining from the reported meter, but stated that he thought the readings were a "little high." The pt was asymptomatic at that time. The pt stated that he manages his diabetes with novolog insulin (self-adjuster). The pt confirmed that he continued with his usual diabetes regimen despite the alleged meter issue. A couple of weeks after the alleged issued began, the pt stated that he went to the ER shortly after he felt "cold, shaky, and with low blood symptoms." While at the ER, the pt reportedly obtained blood glucose results of "60 mg/dl" with the subject meter and "40 mg/dl" with the ER meter, performed within 30 mins of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <=30% and/or <=30 mg/dl. The pt informed the mss that he received hcp treatment with an IV glucose solution and was admitted in the hospital for four days. The pt stated that he was diagnosed with "uncontrolled blood glucose." At the time of troubleshooting, the cca verified that the subject meter was set to the correct unit of measure. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims he obtained inaccurate high readings on the subject meter, reportedly developed symptoms suggestive of severe hypoglycemia, and received hcp medical treatment after the alleged meter issue began.